Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument main tube exhibited scratch marks and the insulation was peeling. However, there was no material removed. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that during a da vinci surgical procedure, the thoracic grasper instrument got scratched up by the cannula. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The thoracic grasper instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.